Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that when the clinician went to draw form the kids kit on the uvc (umbilical venous catheter), it would only draw up air. It then filled the line with air as well, so he had to draw back all the way into the waste to get the bubble out. Blood backed up into the line above the kids kit and almost into the tpn (total parenteral nutrition) filter. There was patient involvement, but unknown patient harm/adverse event reported.